Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: d4 expiration date, g2, h4, h6 type of investigation. Corrected information: d4 lot number, b1, b2, h1.

Event description:
It was reported that a surgeon performed a gastropexy. On a large canine on (B)(6) 2026 and suture was used on the subcutaneous layer. While the surgeon was operating on the canine, the needle pulled off and reached the surgeon's eye. The surgeon had to be operated in the ophthalmology operating room. The cornea, lens, and retina were affected. The doctor required further surgery on the day the incident was reported. The ophthalmic surgeons are not able to comment at this time on the long-term implications for the doctor's vision. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was reported: two complaints were opened to record: the problem of the needle that pulled off during the operation on the dog ((B)(4)) and a second for the serious consequence on the surgeon who required the operation ((B)(4)). Additional information was requested, the following was obtained: please provide the product code and lot number. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). "My distress regarding this incident, which resulted from the abnormal unthreading of the suture needle while I was applying only light traction." Product reference: j481. Lot number: uebbdzad. No device available for expertise. Please update the account name to:(B)(6).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, b2, h1.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: g1.